Event description:
Pt reported that pt was getting high results (196, 181 and 176 mg/dl) on surestep meter after exercising; at time that stated blood glucose is "a lot" lower. Pt reported feeling weak at time tests were performed. Control solution test result (110) was in range (85-127). There was no allegation of harm.